Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. He did not know the blood glucose reading at the time that the paramedics arrived but at the time of admission it was up to 43 mg/dl. He could not recall any significant events leading to the incident. Customer stated that he felt the incident was not due to the insulin pump. Nothing further was reported.